Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify: what part of the device was moving before to perform, the circular stapling? Was post-op care changed? If yes, please explain. What was the patients condition after the 8 day evaluation of the tissue? What is the patients current condition?

Event description:
It was reported that during a sigmoidectomy procedure, the anvil got detached. The anvil was in the colon and the bursa was stitched. The surgeon has noticed that a part of the device was moving before to perform the circular stapling. The procedure has been extended from 30 minutes. The patient consequences will be evaluated under 8 days because the tissues have been weakened by repeated handling.

Manufacturer narrative:
(B)(4). After additional information was received, the file has been changed to a serious injury. Photographic evaluation: one photo was provided; the picture shows the handle of a device inside of a blister. The device can be seen engaged. An anvil with a washer on it can be seen. The washer is uncut and it cannot be determinate it if it is indented. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested and the following was obtained: what part of the device was moving before to perform, the circular stapling? It is a strapping part in white plastic which is in the anvil of the device. Was post-op care changed? Yes, there was bleedings treated by enema. The patient has been hospitalized 2 weeks. What is the patients current condition? The patient doing well. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Was the orange tying area completely visible prior to attempting to connect the anvil to the device? What confirmation was received that the anvil was properly attached? At what point in surgical procedure was it noticed that the white washer was moving? Was another circular stapler used in this procedure? How was the surgical procedure completed? Were there any issues noted with staple formation at any point throughout the care of the patient? Can more information be provided about the nature of the enema used to treat the bleeding? What was the reason for hospitalization for two weeks? What is the current patient status?

Manufacturer narrative:
(B)(4). The surgeon confirmed that the patient going well to this day. There was some bleedings which has been drained and controlled. The patient did not have any fistula in post op.

Manufacturer narrative:
(B)(4). Batch # p57k44. Device evaluation: the analysis results found that the cdh29a device arrived and with no apparent damage. The breakaway washer was received detached from the anvil and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.